Event description:
User gave an example of an issue he experienced where a sample tested for total psa recovered a result of 0.7 ng per ml. The user checked for previous results on the same patient and noted it was 5.3 ng per ml. He then repeated the testing on this sample and recovered 5.7 ng per ml. The total number of patient samples involved was not provided. The user provided actual results for one patient sample. Initial result was 0.301 ng per ml, repeat result was 0.002 ng per ml. Sample was tested again 2009, and recovered a result of 0.004 ng per ml. The user did not report the original result.

Manufacturer narrative:
The field service representative was not able to find a cause. No problem was found on the analyzer. Performance tests were performed, which were within specification.